Manufacturer narrative:
Sanofi company comment dated for follow up dated 21-jun-2017: this case concerns a patient who received treatment with seprafilm in hysterectomy and later developed fluid in abdomen, pelvic pain and inflammation. The role of the product in occurrence of the events cannot be denied. However, surgical intervention in itself is a possible risk for occurrence of such events.

Event description:
Pelvic pain [pelvic pain], inflammation [inflammation], fluid in abdomen [intra-abdominal fluid collection]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 14-jun-2017 from patient via health authority (food and drug administration-department of health and human sciences: mw5070003). This case concerns a female patient (age unspecified) who received application of seprafilm and after an unknown latency had fluid in abdomen, pelvic pain and inflammation. Concomitant medication includes transvaginal mesh, tvt (tension-free vaginal) tape for bladder, topiramate (topamax), hydrocodone bitartrate/paracetamol (vicodin), ergocalciferol (vitamin d), ethinylestradiol/norethisterone acetate (microgestin), otc (over the counter) medications: multivitamin. No relevant medical history, past drugs or concurrent conditions was reported. On an unknown date, patient had placement of seprafilm once (route, form, dose, batch number and expiration date: not reported) in hysterectomy for postoperative adhesion barrier. On (B)(6) 2016, after unknown latency, patient had adhesions, fluid in abdomen, pelvic pain and inflammation, patient believed that it was a result of this product. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: medically significant for all events. Pharmacovigilance comment: sanofi company comment dated for follow up dated 21-jun-2017: this case concerns a patient who received treatment with seprafilm in hysterectomy and later developed fluid in abdomen, pelvic pain and inflammation. The role of the product in occurrence of the events cannot be denied. However, surgical intervention in itself is a possible risk for occurrence of such events.